Event description:
Report received from (B)(6) stating that the device "does not function." The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was returned to depuy synthes for evaluation. The reported complaint of "does not function" was confirmed. The functional testing during the pre-repair diagnostic testing could not be performed as the device did not operate. No additional information is available. If available information becomes available, a supplemental MDR will be sent. (B)(4).